Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement. Device evaluation: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem "high flow rate" was replicated. During investigation testing the pump accuracy testing reading were +3.57%, +1.03%, and +4.13% which is above the +/- 3% allowable deviation from the production standard. According to the investigation, the pump expulsor will be trimmed to bring the pump accuracy closer to nominal specification. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump had a high flow rate. No adverse effects were reported.